Event description:
During a lap sigmoid colectomy procedure, the tip of the active blade broke off. The x-ray did not locate the tip inside the patient's body. Case was completed with no patient consequence.